Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Further clinical testing could not be conducted as certain assays, in this case karyotyping, are not validated in bd clinical laboratory protocols. This complaint is not confirmed with respect to erroneous results-karyotyping. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® sodium heparinn (nh) 95 usp units blood collection tubes, there was erroneous results with 1 tube when doing a karyotype analysis. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® sodium heparinn (nh) 95 usp units blood collection tubes, there was erroneous results with 1 tube when doing a karyotype analysis. No health impact or consequence reported.